Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. There were no patient complications reported as a result of this event.